Event description:
It was reported that the customer experienced an issue with the touchscreen of their pump as it was unresponsive and the screen was frozen. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with the complete reset information provided by technical support, but the problem persisted, resulting in a malfunction notification. Despite being offered a loaner pump, the customer declined the offer, and the case was subsequently closed by technical support.